Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the saphenous vein graft (svg) to the ramus artery. After placement of an unspecified guide wire, pre-dilatation was performed with a 3.0x20mm trek balloon dilatation catheter (bdc). A 4.0x22mm non-abbott stent implant was deployed. The 5.0x12mm nc trek bdc was unpackaged with no resistance noted during removal of the protective sheath. The bdc was soaked and prepped with no issue or leak noted during preparation. The bdc was advanced without resistance to the target lesion and was inflated four times to 18atm, 14atm, 20atm, and 12atm. After the fourth inflation, the bdc balloon could not be deflated. After no success deflating the bdc balloon, the indeflator was switched to a syringe; however, the balloon only deflated a little. An attempt was made to remove the bdc; however, it met resistance with the tip of the guiding catheter and could not be removed. All devices were pulled back to the radial access site; however, the bdc could not be pulled into the introducer sheath and the bdc still could not be deflated. An attempt was made to puncture the balloon with the proximal end of a stiff guide wire; however, this was unsuccessful. Another attempt was made to remove the bdc through the introducer sheath; however, the balloon separated and occluded the artery.

Manufacturer narrative:
(B)(4). Blood flow was reduced by approximately 80%. Access was gained from the femoral artery in an attempt to snare the separated balloon; however, this was unsuccessful as there was no snare device long enough to reach the balloon. Access was switched back to the radial artery, and the separated balloon was successfully snared. There was a clinically significant delay in the procedure; however, the final patient outcome was good and the patient was discharged as scheduled. There was no additional information provided. Evaluation summary: above rbp. It should be noted that the nc trek instructions for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). The device was returned for evaluation. The reported separation was confirmed. The reported deflation difficulty, resistance with the guiding catheter, and resistance with the introducer sheath could not be tested/confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, a maude report was received on (B)(4) 2015.

Manufacturer narrative:
(B)(4).